Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced error code c-34.

Manufacturer narrative:
Based on the claim against the product by the customer noting that error c-34 occurred on the integrated erbe electrosurgical generator unit (iesu) when the surgeon attempted to activate bipolar energy, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. Error c-34 occurred after the iesu powered on. The fse noted that the customer had used a new power cable and instrument, but the error could not be resolved. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that error c-34 occurred on the integrated erbe electrosurgical generator unit (iesu) when the surgeon attempted to activate bipolar energy. The customer tried different energy activation cables, power cycled the iesu, reinstalled the bipolar instrument, and verified all cable connections; however, the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer connect the iesu to another wall power outlet, but the issue could not be resolved. The site would continue the procedure with only monopolar energy. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the alleged issue did not inhibit the site from continuing and completing the procedure robotically.